Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during insertion of the epidural catheter there was no resistance of the syringe because the plunger was leaking. Same issue as the one that led to the recall for this device in march 2020. The lot# involved is not part of that recall. This incident happened twice. Clinical consequences: delay in the treatment.